Event description:
It was reported that the patient went into cardiac arrest. Emergency medical services were called and the patient was externally defibrillated and brought to the emergency room. While in the emergency room an attempt to interrogate the device was made and there was no telemetry or magnet response. The device was implanted longer than the expected longevity and device function before defibrillation was unknown due to lack of follow up care. The patient expired later that day due to anoxic brain injury from the cardiac arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was implanted for 74 months. This device has an expected longevity of 61-65 months under normal batter depletion. The patient had refused follow up or remote monitoring for the past 5 years. It is unknown if the device alerted the patient to the battery status or if the patient ignored it. The paramedics had to externally defibrillate the patient which implies a ventricular tachycardia or ventricular fibrilation arrest. It is unknown if the device was still active in anyway at the time of defibrillation. Return of the device was requested. No further information is available at this time.